Event description:
Our rep is reporting that a patient had a shoulder repair with the use of a fastin 5.0mm w/panacryl anchor as the soft tissue fixation device. Approximately 1 year later, the patient presented with pain and grinding in the subject shoulder. In 2008, the surgeon scoped the joint and determined that the root cause for the pain and grinding was large growths over the suture of the fixation device. The surgeon debrided the growths. The surgeon believes that the suture is the root cause. The cuff had healed, debridement was done to reduce the size of the growths. At this time, this is all of the information that has been made available. Questions out towards more detail.

Manufacturer narrative:
At this point in time, mitek is in the information gathering mode. When all that can be had, is had and evaluated, the investigative conclusions will be the subject of a follow-up report.